Event description:
A male patient was admitted for treatment of a lesion in the mid left anterior descending artery. The lesion was de novo, heavily calcified and 95% stenosed. The lesion was pre-dilated with a 2.5 x 15mm ryujin plus balloon. A 2.5 x 18mm cypher was delivered to the lesion, but became stuck due to the calcification and could not cross the lesion. The lesion was again pre-dilated and a parallel wire technique was conducted. The cypher was redelivered to the lesion, but the stent could not cross the lesion and became flared at the proximal end. After several additional pre-dilations, a new 2.5 x 18mm cypher stent was implanted at the target lesion. The procedure was completed successfully with no injury to the patient. Additional information will be submitted within 30 days of receipt.